Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).

Event description:
This is a report from a customer regarding an unspecified infection in a patient of the nicu. The event was reported to have occurred while a continu-flo solution set was in use. No additional information is available.